Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) triggered an alert for atrial impedance, measuring at 1780 ohms. In addition, there were recorded atrial tachycardia response (atr) episodes due to oversensing of noise. Noise was noted on the shock egm. Data analysis was performed and boston scientific technical service recommended turning off the respiratory rate trend feature to avoid triggering the atr episodes. It was also recommended that at the next in-clinic follow up, additional testing such as having the patient perform movement maneuvers should be considered. No adverse patient effects were reported. This device and competitor lead remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. In addition, this device also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) triggered an alert for atrial impedance, measuring at 1780 ohms. In addition, there were recorded atrial tachycardia response (atr) episodes due to oversensing of noise. Noise was noted on the shock egm. Data analysis was performed and boston scientific technical service recommended turning off the respiratory rate trend feature to avoid triggering the atr episodes. It was also recommended that at the next in-clinic follow up, additional testing such as having the patient perform movement maneuvers should be considered. No adverse patient effects were reported. This device and competitor lead remains in service.